Event description:
A cgm error 42 was reported. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the error did not reoccur, and the customer successfully started their sensor session.